Event description:
The manufacturer was contacted regarding an everflo intl opi 230v EU device that was damaged in a house fire. Although the unit was connected to the electrical supply, it was not in operation at the time of the incident. The remains of the device are currently sealed with the insurance agents, awaiting expert appraisal. There have been no allegations of patient harm or serious injury, nor has any medical intervention been reported. The manufacturer's investigation is ongoing, and a follow-up report will be provided upon its completion.